Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was admitted to emergency room due to high blood glucose levels on (B)(6) 2018 at 8 pm. It was reported that the customer had high blood glucose levels of 30 mmol/l. It was reported that the insulin pump had motor error alarm and insulin pump stop working. Customer was treated at the hospital with insulin injection. It was reported that they were able to complete rewind insulin pump. It was reported that they cleared the alarm successfully. Reservoir will not be returned for analysis.